Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with recurrent multiple incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1 and 2). Per operative notes, ¿an incision was made in the left upper quadrant. There were 3 small hernias, which were taken down. One mall and one medium ventralex mesh (device 1 and 2) was placed together with good coverage and closed the defect with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesion hereby underwent laparoscopic repair explant of ventralex mesh (device 1 and 2). Per operative notes, ¿an incision was made just above into the right of the umbilicus through prior vertical incision site. The hernia sac was dissected out. There was dense omentum adhesion which was removed entirely. Previously placed (device 1 and 2) were excised entirely from abdomen. The defect was closed with sutures primarily.¿